Event description:
Patient was draped and prepared for surgery t remove mass in right underarm. Hand-trol plus pencil was plugged into the esu and immediately became activated (without pushing the "cut" switch down). A minor burn (approx. 3 cm.) Resulted on the shoulder and was excised and sutured. A second esu was brought into the room, the same hand-trol plus plugged in, and the esu was brought into the room, the same hand-trol plus plugged in, and the esu turned on. The message "help 2" appeared on the screen and the pencil would not activate. A second hand-trol plus did not immediately activate (without pushing the switch) in either esu. One possible cause listed for help code 2 is "shorted handswitch line." Sutures will be removed 12/4/92. Hand-trol plus pencils of the same lot were removed from usedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: user facility biomedical/bioengineering department. Service records available.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, performance tests performed. Results of evaluation: electric problem - short circuit, control switches/knobs/toggles, electrode. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: use of all similar devices stopped permanently. The device was not destroyed/disposed of.